Event description:
During service, the baxter repair tech reported a failure code 703. The hosp rep stated that there have been no reports of any pt incident involving this pump since thet last baxter service event.